Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels since starting on the pump (a little over 3 weeks). Customer's contact did not have any specific dates, and no bg values were provided. According to the customer's contact, the pump was working correctly and bg levels were not currently high.